Event description:
It was reported that a filter limb detached and was embedded in the cava wall. The filter was retrieved; however, the detached limb remained in the pt and there will not be attempts to remove the detached limb. There was no report of injury to the pt. The pt is asymptomatic.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device has been retained by the user facility; therefore, not available for eval. The event investigation is currently underway.